Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One tracheostomy tube was received for evaluation. Upon visual inspection, the cannula was found to be missing the pvt valve. An inflation/deflation test was performed by attaching a syringe to the inflation line then applying 15cc of air to the cuff. The cuff was observed to hold the air as it was intended. Additionally, the sample was submerged into a container filled with water. No leaks were observed in the cuff or inflation line. The sample was left inflated 24 hours. No deflation was observed in the cuff. The reported "cuff won't inflate" issue could not be confirmed.

Event description:
A report was received stating a tracheostomy tube&#39;s cuff did not properly inflate. The reporter stated hospital staff noticed a cuff leak on (B)(6) 2014. The trach was removed and successfully replaced with a similar device. There were no patient anomalies noted. The cuff was reported to have passed &#39;prior to use&#39; testing.there is no report of serious injury or death associated with this event.